Event description:
I had cervical spinal fusion at (B)(6) hospital with dr. (B)(6) and he used to davol closed wound suction evacuator's. They wound vac did not work and instead of pumping the blood out of my body and pump the blood back into my body and I developed a hematoma that was blocking my airway. Several hours after the initial cervical spinal fusion I ended up in ICU having an emergency surgery to remove the hematoma and save my life.